Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder's jaw began overheating in the patient's leg and would not deactivate when the harvester moved the activation toggle to the forward most position (off). A replacement unit was used to complete the procedure. The power supply setting was at 2.5 (IFU states between 2-3). The hospital did not report any patient complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review cannot be performed because the lot number was not provided by the hospital. (B) (4).